Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the cause for the reported deployment difficulty was due to the circumstance of the procedure. Based on the reported information, it is likely that the anatomical conditions caused the stent to be deployed too close to the sheath or the sheath may have been moved deeper into the anatomy during the insertion of the absolute pro. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 35 device referenced is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the right external iliac artery. An absolute pro stent advanced and stent deployment was performed without issues noted at that time. Following, an armada dilatation catheter advanced and post-dilatation was performed without issues reported. During armada removal, resistance was met. It was then observed that the absolute pro stent had partially deployed at the target lesion and partially deployed in the sheath. The armada catheter had become stuck in the sheath and in the partially deployed absolute pro stent. All was removed, partially deployed stent, sheath, and armada catheter, as a single unit. Angioplasty was performed on the target lesion in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.